Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the unit had been cut and was leaking. Additionally, as noted in describe event or problem, the adhesive on the distal end was cracked and peeling. There was a broken element found in the ultrasound image. The scope connector was loose, and the customer's own labeling was blocking the manufacturer's warning label. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his evis exera ii ultrasound gastrovideoscope due to an air/water leak noted during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the adhesive on the device was peeling and cracked. This report is being submitted to capture the compromised adhesive found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the instructions for use (IFU) and may have helped prevent the event: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur." "To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device.